Event description:
Customer called to report that the insulin pump experienced a vibrator anomaly. Customer's blood glucose reading was 92 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no vibration due to a broken vibrator motor wire. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.